Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not showing in medbank, with no items available to issue after adding a temporary patient at the cabinet. A technical support specialist (tss) found delayed synchronization with the cubex application, a high but decreasing queue of pending messages, and multiple records in the ms structured query language (sql) job table and restarted all in one (aio). Further review confirmed this was a system data issue rather than a device failure, and the integration engineer (ie) advised that bd ie was working with the pharmacy to inactive all patients and medication orders across the databases to allow only active data to be pushed correctly. As a temporary workaround, the customer was instructed to continue adding patients at the cabinet as required. The system functioned as intended after the technical support specialist investigated troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower patients were not displayed, and no items were available for immediate issue. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.